Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and power adapter were not charging the pump. There was no reported impact to customer's blood glucose. Reportedly, customer charged pump with another usb cable/power adapter.